Event description:
It was reported to the manufacturer that the vns patient has been experiencing a headache continuously for a period of time. No trauma or manipulation to the device site occurred that may have contributed to the reported event the patient is being scheduled for explanation of the device with no plans for replacement. The relationship of the pain event to vns therapy is unknown at this time. Several therapies were tried to resolve the pain, but were unsuccessful, therefore the patient is seeking explantation of device as a last resort. No specific device issues were reported. Good faith attempts to obtain additional information have been unsuccessful to date.